Manufacturer narrative:
A device history record (DHR) review, similar complaints review, dimensional check, physical test, initial condition exam and visual/microscopic exam were performed as part of the device eval. The DHR review found three nonconformances associated with this lot. The nonconformances were addressed. It was determiend that the nonconformances would not have contributed to the reported incident. The similar complaints review revealed that no similar complaints have been reported for this lot. The dimensional check found the relevant dimensions to be within specifications. The physical test consisted of simulated use studies previously performed to evaluate the effects of the torque device on the device coating. Results from the simulated use lab study indicated that the coating can be peeled off from improperly securing the torque device to the wire. The device in question was returned with the torque device in its original packaging. The visual/microscopic exam found that coating had been removed near the proximal end of the device; a kink was noted proximally. The distal end coating was intact with no anomalies. Previous lab studies revealed that the coating can be peeled-off from improperly tightening/securing the torque device to the proximal region of the guidewire. The directions for use (dfu) for the product has been amended, adding stronger language to properly secure the torque device prior to manipulation, as a caution to the user. Corrective and preventive action plans have been initiated to further investigate and address the coating issues. The user also reported that the device in question would not go into the tip of the catheter. Results from the investigation report of the returned catheter revealed that the tips of the catheters were exposed to excessive steam during shaping, causing severe bends. These bends contributed to the difficult insertion experienced by the user. Based on the facts and findings, boston scientific has confirmed the user's complaint; however, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. Additional PMA/510(k) numbers: k023700, k002907.

Event description:
It was reported to boston scientific that "at the visual inspection, the wire (device in question) looked good. Good pressure saline bag in place. (The physician) shaped 2 microcatheters and the (device in question) would not go in at the tip of the catheter. Both catheters did the same thing. Looking at the (device in question), there was some green coating at the proximal part of the (device in question). This part is not going inside of the pt. The (device in question) was discarded and finished with another wire from the competition and a microcatheter. The rest of the procedure went very well, the pt was fine after the case." It was reported to be a meningioma embolization procedure, that the issue was noticed at preparation, that there were no pt complications, and that the pt condition was good.